Event description:
On 28-aug-2025 the end-user reported that on (B)(6) 2025 they were hospitalized with diabetic ketoacidosis (dka) after experiencing prolonged hyperglycemia with blood glucose (bg) levels above 600 mg/dl. The end-user was admitted, treated in the hospital, and discharged on (B)(6) 2025 with no reported long-term effects.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.